Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 110969 - the dentist reported that 30 days after the dental implant was installed in intraoral region #14 it was verified its non-osseointegration . 40 ncm of primary stability was achieved and immediate load was not executed.